Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the patient has had an extensive thoracolumbar fusion previously, so only option for catheter placement was for laminectomy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that the pump and catheter were believed to be working correctly. No troubleshooting was done.

Event description:
It was reported the new catheter was only able to get less than 2 "v. Bodies" in the lumbar region. It was noted "fortunately working better so far with 1/4 of the dose". The pump was used to infuse baclofen. It was further reported the new pump segment was spliced to existing catheter. "A distal portion of the original pump segment was explanted and was kept" by the hospital.